Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 43 mg/dl. The cause of the low bg was unknown. The customer went to the emergency room and was subsequently hospitalized. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.